Event description:
During the atrial fibrillation procedure, when the catheter was inserted into the heart and the echo image was checked, it was unclear and the septum could not be confirmed even when it was bent in the direction of the septum. Once removed from the body, the tip was broken and bent. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.